Event description:
A customer reported that during a glaucoma filtration device implant procedure, the shunt would not stay in the patient's eye. The device kept 'sliding' out of the patient's eye. The case could not be completed and will have to be rescheduled. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore the condition of the product could not be verified. Because of a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined, attempts have been made to obtain additional information by phone, fax, and mail. (B)(4).